Event description:
A registered nurse went to remove a pt's PICC line (located on the pt's right upper extremity), removed one stitch, and part of the PICC fell out. Twenty-five cm of the PICC line was retained by the pt. Stat x-rays were ordered and the PICC fragment was observed. The fragment was removed by interventional radiology. The pt is stable, to be discharged back to the nursing home at the end of the week. The PICC was installed at the nursing home five days prior to the event.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot # has been provided by the complainant.